Manufacturer narrative:
(B)(4). Analysis was normal. No anomalies were found.

Event description:
It was reported that the patient experienced endocarditis and implantable cardioverter defibrillator system was explanted. The patient was stable post procedure.